Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming no disposable clamp tubing. Although the pump had been stopped, it had continued to alarm. The medication involved was 5-fu, with a reservoir volume of 69.2 ml, an infusion rate of 1.6 ml/hr, and 3.30 ml already administered. The pump had been powered down, the clamp closed, and the cassette removed. Bubbles had been observed in the tubing extending across the top of the cassette. Troubleshooting was performed but a no disposable pump won't run alarm persisted. The patient had not been affected. The event occurred while in use.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had been alarming no disposable clamp tubing. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.